Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent an unspecified spinal procedure in which rhbmp-2/acs, stryker, "spineology", "vitoss", biomet, and mtf products were used. No further information was provided. At an unknown time post-op, the patient reportedly developed unspecified injuries due to the use of rhbmp-2/acs.